Manufacturer narrative:
The device has been requested but has not been received at b+l for eval. Investigation is ongoing. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported that during cataract surgery, the cannula came off when expressing the amvisc plus. There was no pt injury.